Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for valve mobility since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2021-00045.

Event description:
The user facility reported that there was a problem inserting an 11mm eos-plug through the destination sheath. They experienced this problem with two plugs and sheaths before success the third time. The first two times the plug detached from the delivery system because the plug did not get in the valve, the valve seemed to tight. They used a new sheath each time. Additional information was received on 03mar2021. The procedure being performed was an occlusion of ureter. Successfully completed on the third attempt. Both destination devices were thrown away because the doctor thought the issue was the plugs.